Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced on (B)(6) 2019. There were no patient symptoms reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.